Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and alarmed button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 123 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarm noted. No display ramping on its own anomaly noted. Insulin pump received with minor scratches on lcd window and cracked case on display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).